Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low impedance out of range. Another lead was implanted. No adverse patient effects were reported.